Event description:
Upon inspecting of the laparotomy pack and prior to patient arriving to or, black and brown specks were found in both irrigation bowls. Black specks were taped down in each bowl. Four pictures were taken. Contaminated items and pack list were taken to quality.